Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath, locator, and carrier tube. The device was visually inspected and found to have been in used condition. The locator and hemostasis sheath were returned fully mated. However, the hemostasis sheath was found to have been fractured into pieces in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: tech the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal sheath came apart in several places. One part had to be pulled out of the patient with a hemostat. The procedure was a left heart catheterization. The patient was stable. There was no blood loss. Additional information was received on 14aug2024: the patient was ok, there was just an issue with the angio-seal device.